Event description:
Customer reported the alarm has no power. Batteries have been replaced with a new supply. No visible damage to the outside of the alarm was reported. Customer did not provide a date when issue was discovered. No pt incident or injury was reported.

Manufacturer narrative:
Result - eval of the returned unit found that there is bent battery spring. The unit did not power on until the batteries were moved inside the battery compartment. The unit passed all other functional tests. (B)(4).